Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) ranged from 87 mg/dl to 326 mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that on (B)(6) 2013 at bedtime the patient¿s bg was 82 mg/dl but the pump battery stopped working during the night and the pump did not deliver insulin. The patient stated that they heard the pump beeping and thought it was because they were lying on the tubing so he adjusted the tubing but did not look at the pump to see what the alarm was. In the morning their bg was 326 mg/dl and they replaced the battery and ate and gave a bolus in the amount that the pump recommended. By 1 pm their bg was 87 mg/dl. At that time, the patient ate and bolused for 130 grams of carbohydrates. The patient stated that they did not give more than it suggested and included the bg and carbohydrates in the ezbg bolus. By 3 pm the patient¿s bg was 37 mg/dl. He was driving and got pulled over and emergency services were called and the patient was taken to the hospital. The patient stated that they were not active, worked, or exercised between eating and being pulled over. The patient denied passing out. The patient stated that they were given something to eat and orange juice to drink at the hospital then released. This report is being made due to the hypoglycemic event the patient experienced. The reason for the hypoglycemic event was undetermined.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.